Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage was observed on sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection was performed on the returned pcba (sensor¿s printed circuit board assembly) and observed water-based liquid contamination. Accuracy test was conducted; all results were within specification range. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the water-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc (abbott diabetes care) device. The customer received a lower sensor scan result of 130 mg/dl compared to a laboratory result of 500 mg/dl, and the results when plotted on a parkes error grid fall into the "d" zone. The length of sensor wear was 11 days and it's unknown whether the customer noted a trend arrow on the device. It was indicated that the customer experienced "symptoms of hyperglycemia such as vomiting" and diabetic ketoacidosis (dka). The customer was hospitalized for an unspecified amount of time and was provided unspecified treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.